Event description:
A report was received that the patient was having difficulty charging due to the ipg being flipped in the pocket which was confirmed by x-ray. During the revision, the physician explanted the ipg and implanted the patient with a new ipg. The patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing. This is the final report.